Manufacturer narrative:
Distributor reported the softec hdo iol appeared "hazy" under slit-lamp after operation, however, the lens remains implanted. Lenstec completed a batch review and no discrepancies were found as it relates to batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. No other tests could be completed as the lens remains implanted. Once additional information about the event is obtained, a supplemental report will be filed.

Event description:
Iol reported to be "hazy" under slit lamp after operation.

Event description:
Iol reported to be "hazy" under slit lamp after operation.

Manufacturer narrative:
Distributor reported the softec hdo iol appeared "hazy" under slit-lamp after operation, however, the lens remains implanted. Lenstec completed a batch review and no discrepancies were found as it relates to batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. No other tests could be completed as the lens remains implanted. In order to perform a thorough investigation of the complaint, lenstec requested further information. However, shenzhen new industries material of ophthalmology co. Ltd was only able to provide information on one serial number and the serial number to which it pertained was unknown. There were no other lenses available from the reported batches in lenstec's inventory and no other complaints have been received with regards to these. Additionally, it was difficult to evaluate the complaint from the reported comments and the one slit¬ lamp photograph was inconclusive. Lenstec's medical monitor was unable to ascertain any error from the photograph. Additional devices were returned from the distributor and random samples were sent for cytotoxicity testing. The samples were submitted to toxikon corporation. Testing was conducted using two different methods: the l929 mem elution test and the l929 neutral red uptake test (1 concentration), performed in conformance with iso 10993-5:2009. The results indicated that the lenses meet all of the specified requirements and showed no cytotoxic properties. Conclusion: lenstec is unable to make any definitive statement as to the cause of the haze. However, based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lenses were conducted correctly. Additionally, the cytotoxicity results showed no cytotoxic properties and lenstec can confirm that we have never had any confirmed lens-related cases relating to some kind of post-operative clouding, discolouration or opacification for our hema lenses.